Manufacturer narrative:
During inspection and testing, service found the color tone of the image was abnormal due to damage to the imaging unit. Only magenta or green color was displayed. In addition, the image was grainy due to damage to the imaging unit, there were scratches on multiple parts of the device, the adhesive on the bending section cover was missing, the markings on the grip were unclear, and there were wrinkles in the video cable due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported abnormalities in the image from the device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the color tone of the image was abnormal. Only magenta or green color was displayed. This report is being submitted for the malfunction found during evaluation (abnormal color tone). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.